Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pca pump was returned for analysis with the battery door missing. Event log history was performed and indicated that there were two 20ml bolus tests performed prior to the pump's return to smiths. During analysis, the customer's reported concern regarding over infusion was unable to be confirmed. Delivery accuracy testing of the pump found for the most part, the pump's average delivery error to be within the published specification of +/-6%. However, delivery accuracy testing on the pump found the pump's delivery to be slightly positive. Service will trim the pump's expulsor in order to bring the delivery into more nominal range. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy pca pump was found to be over infusing. There was no reported serious injury to the patient.